Event description:
We have a stryker power system 7 used for orthopedic surgeries. The system is battery powered. The system is used in a sterile setting. The manufacturer IFU states to sterilize the batteries wrapped for 4 minutes in a pre-vac cycle with no dry time. The battery must be immediately removed from the sterilizer. Sitting in a hot sterilizer can shorten the life span of the battery. It is however impossible to sterilize an item with steam without a dry time and expect that item to be dry to the touch. The battery and wrap (with no dry time) will still be wet and when it is picked up out of the sterilizer you will contaminate the battery because touching something wet with your hands can lead to bacteria transfer from your hands through the wet wrap. Furthermore, a pre-vac cycle takes around 10-15 minutes because it goes through pulses that suck out the air, so the battery is actually in the sterilizer for quite a bit longer than 5 minutes. Therefore, it is impossible to sterilize these batteries in a pre-vac cycle with no dry time and expect to have the item that sit on a shelf for later use as well as not damaging the longevity of the battery. I called the manufacturer and explained the problem. Their response was that there must be something wrong with my sterilizer.